Event description:
The rep reported that the device was not pacing at the base rate following induction testing. It was also noted that the device reported pacing lead impedance and high voltage lead impedance values that were out range. The lead was capped due to high impedance. The ICD was not implanted.